Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) read "high" on the meter, however, specific value was not provided. Bg was address with a correction bolus via the pump. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer reverted to manual injections for insulin therapy.